Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure, the tissue pad fell off into the patient. The pad was retrieved through the trocar and another device was used to complete the procedure. There was no adverse consequences to the patient. One device will be returned.